Manufacturer narrative:
The device was returned for analysis. The obstruction was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents. Based on the evaluation, a potential product quality issue has been identified. The issue is being addressed per internal operating procedures. Abbott vascular (av) will continue to trend the performance of these devices. The subsequent treatment is due to the circumstances of the procedure.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The other prostyle device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that closures of the left and right common femoral arteries were attempted with two prostyle devices (1 per access site) after an iliac artery treatment interventional procedure for implantation of two omnilink elite stents using 7f sheaths. Reportedly, the device used on the right common femoral artery was successfully pre-flushed with saline; however, there was no blood flow at the marker lumen. A new prostyle was used to achieve hemostasis. With the device used on the left common femoral artery, the suture was not present when the plunger was removed during step 3. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy.